Event description:
Device 1 of 2. Ref. MFR. Report #1627487-2013-22045. It was reported that the patient is experiencing ineffective stimulation. The patient plans to undergo surgical intervention. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.